Event description:
Ans was advised on 9/14/09, that the patient was implanted with a percutaneous trial lead at t7-t8 for low back and bilateral leg pain three days prior. It was reported that the implant procedure was uneventful, stimulation was turned on postoperative, and the patient returned home the same day as the procedure. Later that day, the patient called the rep and stated the trial programmer displayed a message of "open circuit, check cables". The patient was instructed to change to another pre-entered program and the error went away. The patient mentioned to the sales rep of a slight numbness in one of their legs when arriving home from the hospital. The patient was instructed to contacted the md. The md stated the numbness was likely due to the car ride home. It was reported later that day the symptoms went away. The sales rep placed a follow-up call to the patient the next day. The sales rep was informed the patient had passed away earlier that morning due to an unknown cause. The sales rep contacted the implanting md who was unaware of the patient's passing. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.